Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. When the distal tip of the soft cannula was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 36 and 48 hours. The pod was originally reported for leaking during wear.